Event description:
It's been 10.5 years with breast implants (allergan style 110), for the last almost 4 years I've been from on dr. To another with very weird symptoms and no one can tell me what it's going on with me. Two weeks ago someone told me about bii I've been doing research and many, many of the symptoms I have are those. I will have an explantation en bloc in 3 weeks. I now know all the risk of breast implants is really important that women know all of the risks they can have if they put this toxic implants in their bodies. Life quality y really bad. I hope after my explantation my symptoms go away, as all the women out there that share their stories. Please make surgeons talk about all the side effects, the toxic metals the implants are made of, and do much more studies and research the effects of implants in our bodies. We need big campaigns for people to know, nobody knows the reality behind this silicone inside of us. At the end it's our decision, but after being informed of all this dark side no one is talking about. I have so many studies and nothing making sense between. FDA safety report ID# (B)(4).